Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the hospital for a cardioversion to convert an atrial fibrillation rhythm, upon device interrogation high, out of range, high voltage lead impedance issue was observed. In addition, noise was observed on the lead which caused several inappropriate tachycardia detections but not resulting in therapy. The pacing lead impedance, capture and sensing values were stable. Physician opted to not make any programming changes due to the patient¿s past tachycardia history. Patient was stable.